Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Initial reporter telephone not available. Initial reporter is synthes affiliate. DHR review was completed. Manufacturing location: supplier - (B)(4), inspected, packaged and released by: (B)(4). Release to warehouse date: 09-may-2017. Part number: 03.825.002, spindle for evolution, lot number: h263971 (non-sterile) lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from (B)(4) dated 25-may-2017 was reviewed and determined to be conforming. Packaging label log lppf was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation selection: investigation site: (B)(4). Selected flow: 5. Broken. Visual inspection: upon visual inspection, the knob was received separated from the spindle. It was observed that the weld around the knob was cracked around the entire circumference. The superior surface of both knobs show visible signs of impaction consistent normal use. Therefore, this complaint is confirmed. Dimensional inspection: since the complaint condition involved a cracked weld, a relevant dimensional check could not be performed. Document/specification review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Conclusion: previous investigations on the complaint condition determined that the weld was not strong enough to withstand the applied impaction load from normal use. A change was implemented to update the spindle drawing and to change the weld specification from lbw 0.2 to gtaw 0.45 with filler to enhance durability. Therefore, during the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. While no definitive root cause could be determined it is possible that the complaint condition is the result of force applied on the device resulting in stresses beyond the failure limit during usage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an inspection of the devices, the head of the spindle for evolution is abnormally unscrewed. Evaluation of the returned device revealed it is cracked. This report is for one (1) spindle for evolution. This is report 1 of 1 for (B)(4).